Event description:
It was reported that the patient had experienced muscle stimulation and that reprogramming was initially done, however the muscle stimulation has continued. No further information was able to be obtained. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.